Event description:
It was reported to medtronic neurosurgery that the 3-way tap on the pt line was cracked, causing it to leak.

Manufacturer narrative:
The peripheral arm of the pt line stopcock had axial cracks, propagating toward the center of the stopcock. The injection site of the pt line stopcock had been replaced with a white stopper. It is unk how or when this damage occurred. However, cracking of connectors is likely attributable to improper use of cleaning solution. Per hosp procedures, 2% chlorhexidine, 70% alcohol is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the mfg records showed no anomalies. No impact to the pt was reported.